Manufacturer narrative:
Updated coding throughout the investigation grids.

Manufacturer narrative:
Updated patient outcome grid to reflect that there was no patient involvement in this case.

Manufacturer narrative:
Updated coding throughout the investigation grids.

Event description:
It has been reported that the device is failing self-test. No health consequences to the patient.

Manufacturer narrative:
Updated coding throughout the investigation grids.